Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient had revision on a right hip due to chronic dislocation. Update: plaintiff was implanted with a tritanium primary acetabular shell and modular hip system on or about (B)(6) 2014. On (B)(6) 2014 plaintiff alleges to have dislocated her right hip and was fit for a brace on or about (B)(6) 2014. On (B)(6) 2014 plaintiff dislocated her hip for the second time and underwent a hip revision on or about (B)(6) 2014.

Event description:
It was reported that patient had revision on a right hip due to chronic dislocation.

Manufacturer narrative:
An event regarding dislocation involving a primary tritanium hemi cluster hole cup 54mm was reported. Conclusion: the reported event is for dislocation. There are no allegations against the device reported in this investigation. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient had revision on a right hip due to chronic dislocation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned